Event description:
It was reported by the patient that they experienced syncope and ventricular tachycardia. A device check was done and the physician suspected that the ipg caused high ventricular rates to occur. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.